Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. The unit was evaluated at philips and the symptom was verified. The power pca was replaced to resolve the issue.

Event description:
The customer reported that the device failed to power up.